Manufacturer narrative:
Exalt d scope 02 clinical study e7156. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was introduced for use in an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2022 for treatment of biliary stones as part of the exalt d scope 02 clinical study e7156. The patient was placed in the prone position at the start of the procedure. The scope was passed into the patient's duodenum and the physician made twenty attempts to cannulate with the exalt model d scope before switching to a reusable scope. The physician was unable to cannulate with the reusable scope as well. The procedure was not able to be completed. The patient was subsequently admitted to the hospital and underwent a successful ercp on (B)(6) 2022. They were discharged on (B)(6) 2022 while using the exalt scope, the physician reported difficulty advancing secondary to the stiffness of the scope. They also reported insufficient co2 insufflation that was not resolved by reseating air/water valves.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was introduced for use in an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2022 for treatment of biliary stones as part of the exalt d scope 02 clinical study (B)(4). The patient was placed in the prone position at the start of the procedure. The scope was passed into the patient's duodenum and the physician made twenty attempts to cannulate with the exalt model d scope before switching to a reusable scope. The physician was unable to cannulate with the reusable scope as well. The procedure was not able to be completed. The patient was subsequently admitted to the hospital and underwent a successful ercp on (B)(6) 2022. They were discharged on (B)(6) 2022. While using the exalt scope, the physician reported difficulty advancing secondary to the stiffness of the scope. They also reported insufficient co2 insufflation that was not resolved by reseating air/water valves.

Manufacturer narrative:
Block g3: exalt d scope 02 clinical study (B)(4). Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned exalt model d single-use duodenoscope was visually inspected. No evidence of any damage or defect was observed on the shaft or tip of the device. No issues were observed at the camera lens, light emitting diodes (leds), or in the area around the water/insufflation ports. No issues were observed with the umbilicus, its connector, or fluidics components. No issues were observed with the handle or its fluidics ports. An image test was performed: the scope was plugged into a controller and a live, clear image displayed. The device was articulated using the knobs on the handle; the tip of the catheter was able to attain the full range of motion with the shaft in looped and straight configurations. The shaft of the catheter was manually flexed; no stiffness of the shaft was detected. Orca air/water (a/w) and suction buttons were installed into the valve ports on the exalt device. The collars of the buttons fit flush with the scope valve collars. Irrigation and insufflation were functionally tested by attaching a water bottle to a hydra water bottle cap which was then connected to the exalt umbilicus a/w port. Compressed air at approximately 7 pounds per square inch was connected to the hydra. The orca a/w button was depressed to test water function, and a flow of water was observed at the tip of the exalt device. No issues were observed. Insufflation was tested by covering the air-port of the orca. Air was observed flowing at the tip of the exalt device. No issues were observed. This test was repeated 3 times and no issues were noted. Additionally, no issues with the live image were noted, it remained clear throughout fluidics testing. During returned product analysis, no issues with the fluidics system were observed. Additionally, no device issues which could contribute to stiffness or advancement difficulty were identified. It is possible that factors external to the returned device, including handling during use, patient anatomy, or procedural factors contributed to the reported advancement and fluidics issues, however, no device issues were identified, and the reported issues were not confirmed. Therefore, based on all gathered information, the conclusion code selected for the reported event was no problem detected, which indicates that the reported event was not confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.